Manufacturer narrative:
(B)(4). G2: brazil the device will not be returned to zb for evaluation. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the impactor was broken during a procedure. Attempts have been made an no further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: e1, e2, d3. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.